Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: patient identifier: (B)(6). H3, h6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the tip of the scrdriver sft/retaining qc hex 12/ xl25 was deformed. The tip of the device was still assembled with the internal component of the screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the scrdriver sft/retaining qc hex 12/ xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device history review: part number: 03.045.005-us. Lot number: 79p3286. Manufacturing site: hägendorf. Release to warehouse date: 14-dec-2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary (photo): the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the tip of the screwdriver sft/retaining qc hex 12/ xl25 was deformed. The tip of the device was still assembled with the internal component of the screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the screwdriver sft/retaining qc hex 12/ xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
It was reported that the surgeon was implanting the most proximal interlocking screw in the rfn-advanced nail. The screw was through the nail and looked to be at the proper trajectory in line with the screw hole. When final tightening, the xl25 screw head snapped off of the screw shaft and the screwdriver xl25 quick coupling-hex 12mm was warped at the tip as a result of the force. This was a retrograde nail for femoral shaft fracture. Exchanged the damaged screwdriver for a different version. Partial removal. The screw head was still attached to the xl25 driver and removed since it was a captured screwdriver, however the screw shaft remained implanted in the nail interlock hole. There was no surgical delay. The patient outcome was unknown.